Event description:
Caller reported cgm error 42, but there was no adverse impact to the customer's blood glucose level. Customer was provided with complete pump reset information and was guided through the process by technical support. Following the reset, the pump did not display the error code again, and the customer successfully started their sensor session.